Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). A perforation occurred during use of an unspecified device. The graftmaster stent delivery system was advanced; however, due to the patient anatomy, the graftmaster was unable to cross to the target lesion. A dilatation catheter was advanced and the balloon inflated to seal the perforation. A pericardial effusion occurred due to the perforation and required pericardiocentesis to treat. Although the pericardial effusion was not caused by the graftmaster stent, the delay in procedure caused the effusion to worsen. Post procedure, the patient was in good condition and the perforation was sealed. No additional information was provided.